Manufacturer narrative:
The sample was returned for evaluation and the investigation is in progress. A final report will be submitted once the investigation has been completed.

Event description:
Microbore extension set was leaking where the tube and connector meet.

Manufacturer narrative:
One extension set was returned for review. No lot number was provided. Functional testing did not find any leakage. The failure could not be replicated and the complaint could not be confirmed.

Event description:
Microbore extension set was leaking where the tube and connector meet.

Manufacturer narrative:
Device expected to return for evaluation.

Event description:
Microbore extension set was leaking where the tube and connector meet.